Event description:
Senseonics was made aware of an incident where the user was offered a transmitter replacement due to disconnections and receiving no sensor detected alerts. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal of the sensor.

Manufacturer narrative:
In an associated complaint of the user (MFR#3009862700-2025-00431), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss removal of the sensor and having a new sensor inserted.